Event description:
During a hand assisted laparoscopic nephrectomy procedure, sales rep was called into the case after the surgeon had torn four devices. Rep uncovered that metal was coming into contact with the device, therefore causing the device to break after a few minutes. Rep then informed the surgeon that no metal at all should come into contact with the device. Rep recommended that doctor use stay sutures when inserting the device. No patient consequences. Case completed with another device of the same product code.